Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load new cartridge, even after replacing cartridge and following on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. Customer inspected and cleaned cartridge area as instructed, filled and attempted to load new cartridge with support from technical support, but issue persisted, so pump replacement was ultimately recommended and arranged after escalated troubleshooting.